Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Event date: unknown. This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. During the (B)(6) 2005 visit, it was noted the implants had been explanted; unknown when exactly the implants were explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(4) study patient (B)(6) received an anterior cervical discectomy and fusion (acdf) at c4-c5 on (B)(6) 2004. No intraoperative complications. Patient was discharged to home (B)(6) 2004. No complications observed at discharge. Study disposition date was (B)(6) 2013; patient finished 84 month follow-up (B)(6) 2010. The following adverse events were reported post-operatively: (B)(6) 2008: unanticipated patient had neck pain/delayed healing. Severity = moderate. Action required = home/office care. Course of action = patient to follow-up in one month and get flexion/extension cervical x-rays. Current state= ongoing. (B)(6) 2005: unanticipated patient had degenerative disc disease (ddd) herniated nucleus pulposus (hnp) c5-c6 left c6 radiculopathy worsening of ddd. Severity = moderate. Action required = recommend nerve root block (nrb) left c6. Course of action = left c6 nrb. Current state = ongoing- may have nrb, but desires arthroplasty for adjacent level disease. On (B)(6) 2006: unanticipated patient presented neck pain. Severity = severe. Action required = hospitalization with surgery. Course of action = left c6 nrb. Current state = resolvedon (B)(6) 2006- monitor progress and will follow-up. On (B)(6) 2006: unanticipated status post anterior cervical fusion (acf) left upper extremity (lue) pain. Severity = mild. Action required = hospitalization with surgery. Course of action = lue pain electromyogram (emg) left c6 radiculopathy- patient opted for surgery. Current state = resolved. On (B)(6) 2005; no lue symptoms. Implants explanted -yes- plates removed and given to patient- removed plate acf 5-6. On (B)(6) 2010: unanticipated patient had right upper extremity numbness/right shoulder pain. Severity = mild. Course of action = nrb bilateral or epidural steroid based on pain doctor's discretion. Patient has undergone surgeries at two adjacent levels for degenerative disc disease (ddd). Current state= ongoing. On (B)(6) 2010: unanticipated the patient had new onset lue pain. Severity = mild. Course of action = nrb or epidural. This report is for adverse event: on (B)(6) 2006, the patient presented neck pain. Severity = severe. Likelihood = unanticipated. Severe/life threatening: yes. Action required = hospitalization with surgery. Implant involvement = none. Course of action = left c6 nerve root block (nrb). Related to surgery = definitely not. Related to implant = definitely not. Current state of event = resolved on (B)(6) 2006- monitor progress and will follow-up. This report is for an unknown acdf device. This is report 2 of 3 for (B)(4).